Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. Reportedly, the pump was emitting call service alarm 052/053/054/055 sleep. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported as the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1; date of submission: 10/26/2016. The device has been returned and evaluated by product analysis on 10/04/2016 with the following findings. A review of the black box showed call service 052 alarms. The prime, rewind, and load steps were performed properly. The pump was tested for 24 hours and no alarms were received. The pump cover was removed to find no evidence of internal moisture. No damage was found to the internal components or the printed circuit board. (B)(4).

Manufacturer narrative:
(B)(4).